Event description:
The event is reported as: the customer alleges the temperature probe port on the circuit is too large of an opening for the temperature probe. Therefore, the temperature probe does not stay in the circuit.

Manufacturer narrative:
Patient identifier: it is unknown if the device was in use on a patient when the alleged issue occurred. The device sample was rec'd by the manufacturer, but the investigation is incomplete at the time of this report. The device history record (DHR) of batch number 02a1401331 has been reviewed and no issues or discrepancies were found relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications.